Manufacturer narrative:
Literature citation: gentaro kumagai, akio mito, naoki echigoya and kazumasa ueyama. "Short-term outcome of balloon kyphoplasty for osteoporotic vertebral compression fracture". (B)(4): hospital although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that a total of 9 patients (1 male and 8 females) with osteoporotic vertebral compression fractures underwent balloon kyphoplasty procedures (bkp) between (B)(6) 2012. It was reported that there was one case of asymptomatic cement extravasation into the anterior segment of the vertebral body. The type of cement used was not specified in the abstract article.